Event description:
It was recently reported that the patient had a polypectomy in 2007 and 2010 for aural polyps. The patient was also treated with moxclave 228.5 mg for seven days. The antibiotic treatment was administered repeatedly. The patient performs well with his device. At a recent programming appointment, it was discovered that the patient's intermittent ear discharge persists. The patient is being monitored.